Manufacturer narrative:
Reported event: an event regarding loosening involving a mets distal femur, femoral stem was reported. The event was confirmed via evaluation of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a distal femoral replacement since I was able to see x-rays with the implant in place. I can also confirm loosening of the implant with thin residual cortex since I can observe that on the x-rays provided. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of loosening of a distal femoral tumor type implant at just over five years after implantation are multifactorial including surgical technique in the way implantation was carried out, especially the cement technique as well as patient host bone factors. Other patient factors including lifestyle, activity level and bmi must be considered. With the information provided, I would not assign any causality to the implant itself." Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to loosening of the femoral stem. A review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a distal femoral replacement since I was able to see x-rays with the implant in place. I can also confirm loosening of the implant with thin residual cortex since I can observe that on the x-rays provided. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of loosening of a distal femoral tumor type implant at just over five years after implantation are multifactorial including surgical technique in the way implantation was carried out, especially the cement technique as well as patient host bone factors. Other patient factors including lifestyle, activity level and bmi must be considered. With the information provided, I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
As per pss implant request case: metastatic renal cell carcinoma - previous resection left distal femoral replacement, loosening of stem - need to bridge past thinned out cortices at top of existing stem.